Event description:
It was reported that the insulin pump had reoccurring motor error alarms during the rewind and prime process. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unable to perform the prime, occlusion, and excessive no delivery alarm test due to motor error alarm. Motor was tested outside the device and passed.